Manufacturer narrative:
The most likely underlying cause documented in the return fields in (B)(4) is defined as: pcb/power inlet damaged/physically damaged dc jack not connecting to ac adaptor when attempting to charge, causing battery life light not to work.

Event description:
Dealer states the unit has no ac lights.